Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had high blood glucose. The blood glucose at the time of the incident was 438 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that, the sensor had issues due to high blood glucose. The customer stated that, they wanted to continue the troubleshooting. The insulin pump will not be returned for analysis.